Manufacturer narrative:
Citation: lukasik et al. Comparison of novel balloon-expandable and self-expandable transcatheter heart valves in an ovine aortic banding model. Structural heart. Volume 9, supplement 1, june 2025, 100533, doi:10.1016/j.shj.2025.100533. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a comparison of novel balloon-expandable valves and self-expandable transcatheter heart valves in an ovine aortic banding model. The animal study included 16 sheep who underwent placement of a surgical band to narrow the ascending aorta to simulate the condition of aortic stenosis in humans, and then subsequently were implanted with ten non-medtronic balloon-expandable valves and six medtronic evolut self-expandable valves. Follow-up transthoracic echocardiography was performed at baseline, 30, 90, and 180 days. At 180 days the animal subjects were euthanized, and the valves were explanted for histopathological evaluation. The terminal follow-up evaluation found four deaths in the balloon-expandable valve group and two deaths in the self-expandable valve group which the authors deemed ¿model-related¿ deaths which did corroborate a causal or contributory relationship between medtronic product and the deaths. Other clinical observations included: moderate paravalvular leak, thrombosis, structural valve deterioration without functional impairment, pannus creation, and valve mineralization. No further information was provided pertaining to medtronic products.